Event description:
It was reported that the remote monitor would not power on when the start button was pressed. Power was disconnected and reconnected, the switches were rest, and the cords were checked. The monitor started and a manual transmission was successful. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.